Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus would not calibrate because the display flex tape was damaged. Manufacturer's analysis also confirmed the customer comment that the upper case handle was broken, and that the power cord bay door was broken. Analysis further indicated that the radiofrequency head connector was loose, the lower hinge plate was broken, the antenna cable assembly wire insulation was pinched but functional, and the antenna was damaged. These parts were replaced and the software was reloaded and updated. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated with the screen. It was also reported that the programmer handle and power cord door were broken. The programmer was returned to service. There was no patient involvement.